Event description:
The facility reported a colleague infusion pump malfunction with a distorted main display. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. There was no report of patient involvement, patient injury, medical intervention necessary or adverse reaction in association with this event. This device is a unremediated colleague pump with a user interface module software version of 5.04.00. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a distorted main display was confirmed and duplicated by baxter service personnel. The root cause was attributed to a faulty main display. This condition was corrected by replacing the main display. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.